Event description:
It was reported that during the procedure of craniotomy, drill attachment was making a high pitch squeal. Eventually the drill attac hment broke and ball bearings fell out. It was reported that there was no patient impact and the wound was heavily irrigated and closely inspected by the surgical team but could not view any fragments left inside the patient. It was also reported that there was a delay in the procedure for 5-10 minutes, in which a new drill was opened.

Manufacturer narrative:
H3: product analysis: evaluation determined that ball bearing fell out and found loose inside the attachment. It was also noted that leg was scratched / dented. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.